Manufacturer narrative:
Received one device. Customer complaint of "error code 46440 occasionally does not register cassettes" was able to be confirmed via functional testing per performance verification tests (pvt). Replaced downstream occlusion (dso) sensor, dso bezel, and dso seal. Calibrated dso. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed error code 46440 during infusion and occasionally did not register connected cassettes. There was no patient involvement.